Event description:
Varigrip device dislocated from the l3 lamina. Construct was received from surgeon intact. No apparent malfunction of the device. The dislocation caused substantial discomfort/pain necessitating surgical intervention.